Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the stapler with reload upon firing produced a crunching sound and had poor staple formation, leading to an incomplete staple line. The surgeon had oversewn the suture line to resolve the issue. A new stapler and reload was used in order to complete the case. There was no patient injury involved in the event.